Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap lar procedure while cutting anterior, the stapler was able to fire but the staples were not formed and was scattered in the abdominal cavity. Also had an incomplete proximal staple line. Blood loss less than 500cc. Surgical time extended less than 30 minutes. Deformed staples fell into the cavity and was removed. The incision was extended due to the product problem. They changed the staple cartridge to complete the case. Current status of the patient- fine